Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a heavily calcified, heavily tortuous, mid right coronary artery. The lesion was pre-dilated. A 2.5x12 xience prime stent delivery system (sds) was advanced but would not cross the lesion. When the sds was removed, a kink was noted in the proximal shaft. Additional pre-dilatation was attempted with a 3.5x12 nc trek balloon dilatation catheter (bdc), but there was resistance during advancement and a separation occurred mid shaft, outside the patient anatomy. The distal portion of the bdc was simply removed from the patient anatomy. A 2.0x8.0 nc trek bdc and a 2.5x12mm xience prime sds were used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.